Event description:
Procedure: sleeve gastrectomy. According to the reporter: one unit of (B)(4) was fired in a laparoscopic sleeve gastrectomy, third firing, with firings beginning of pylorus of stomach. After-market reinforcement was used; gore seamguard. The final six staples of the firing did not form, but penetrated through tissue. Knife blade did not cut tissue. The stapler was placed lateral to the point where staples did not form, and that portion of tissue was resected in conjunction with the following/fourth staple line. The device will not be returned.

Manufacturer narrative:
(B)(4).